Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that on (B)(6) 2022, the caller stated the MRI facility at their hospital put the patient's ins in MRI mode and the screen displayed 'missing information'. Technical services advised the caller that MRI workflow was not completed. The caller was redirected to the patient's managing physician. On (B)(6) 2022, the MRI tech called with the patient because they couldn't connect to the ins with the my therapy app to activate the MRI mode. The MRI tech was advised to try the clinician app and it did not connect either. The patient reported that he had a return of symptoms around a month ago and noted several falls on their rear around the same time. The patient was redirected to their managing healthcare provider to have the battery interrogated further since it won't connect to activate MRI mode.  The patient called the following day to report that the same information as the initial report. The patient's controller was used to activate MRI mode at the MRI facility.  When they selected the MRI mode option the controller displayed a message that indicated the system was missing information required to enter MRI mode. The caller was redirected to follow-up with their managing doctor to program the system appropriately.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient's healthcare provider (hcp). It was reported that the cause of the no information message was due to it not being placed. The issue was resolved. It was also reported that the cause of the connection issue was undetermined. However, the issue was resolved.